Event description:
It was reported that the patient's implantable cardioverter defibrillator (ICD) provided potential inappropriate therapy as well as a discrimination issue of ventricular tachycardia (vt) versus supra ventricular tachycardia (svt) in two episodes. Follow up was attempted to no avail. The device is still in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.